Event description:
Pt undergoing laparoscopic retroperitoneal partial nephrectomy, a #10 mm balloon trocar was being used to inflate the abdomen. The balloon trocar failed to inflate due to a crack in the trocar.